Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had symptoms of dizziness. During follow-up, loss of capture was observed on the right ventricular (rv) lead and oversensing due to noise was observed on the atrial lead. The atrial and rv leads were explanted and replaced to resolve the event. During revision, lead damage was observed on the rv and atrial leads. The patient was stable following the procedure and there were no adverse consequences. Additional manufacturer reference number: 2017865-2021-09631.

Manufacturer narrative:
The reported events were loss of capture and lead insulation damage. The reported event of insulation damage was confirmed. The cause of insulation damage was due to damage to the outer insulation consistent with procedural damage. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with exception of procedural damage.